Event description:
It was reported that on (B)(6) 2020, a 27mm biocor mitral valve was implanted. Five years post-implant, on (B)(6) 2025, color doppler ultrasound was performed and "one leaflet exhibited significant prolapse with severe eccentric regurgitation, and the regurgitant jet deviated toward the interatrial septum." The biocor valve " demonstrated an annulus diameter of approximately 20 mm at the leaflet attachment site, with normal orientation, fixed position, and adequate opening." On (B)(6) 2025, the patient was admitted for atrial fibrillation and cardiac insufficiency. Subsequently, the patient underwent intervention. During procedure, the leaflet that prolapsed had a coaptation height of approximately 6.6cm. The regurgitant jet had a peak velocity of 2.46m/s. In addition, there was a peak transvalvular pressure gradient of 24mmhg and a mean gradient of 11mmhg. A 25mm non-abbott valve was implanted via valve-in-valve. The patient was reported to be in stable condition.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
It was reported that five years post-implant of biocor valve, one leaflet exhibited significant prolapse with severe eccentric regurgitation, and the regurgitant jet deviated toward the interatrial septum. Also reported that the patient was admitted for atrial fibrillation and cardiac insufficiency. A more comprehensive assessment, including histopathological examination of the valve tissue, could not be performed as the device remains implanted and was not returned for analysis. Based on the information received and without the device to analyze, the cause of reported leaflet prolapse could not be determined. The reported central regurgitation, atrial fibrillation and cardiac insufficiency appear to be cascading effects of leaflet prolapse. The reported surgical intervention was the result of valve-in-valve implant. The device serial number was not provided, and therefore the device history record could not be reviewed. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Event description:
N/a.